Event description:
This spontaneous case from united states was received on (B)(6) 2017 from a health care professional (nurse). This case concerns a female (age: not provided) patient who initiated treatment with synvisc and after an unknown latency she was unable to walk had knee swelling doctors drained the knee no medical history, concomitant medications and concurrent conditions were reported. Patient had received previous injections with no issues on an unknown date in 2017, patient received treatment with intra articular synvisc injection (dose, frequency and indication: not provided) batch/ lot number: 6rsp019a and expiry date: 31-dec-2019. On (B)(6) 2017, after an unknown latency, patient was injected with second injection of the series and on the same day in the evening she went to the ER with swelling and unable to walk. The hospital drained the knee and sent for culture. The nurse reported that she was doing fine now. Action taken: unknown. Corrective treatment: drained the knee for swelling and drained the knee; not reported for unable to walk outcome: recovering for all events seriousness criteria: important medical event for unable to walk a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 6rsp019a expiration date 31-dec-2019 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl049b no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 25-oct-2017. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 25-oct-2017: the follow-up information received does not change previous case assessment. This case concerns a patient who received treatment with synvisc and later experienced knee swelling and effusion and was not able to walk. The causal role of suspect product cannot be denied in occurrence of the event on the basis of significant temporal relationship. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
This spontaneous case from united states was received on 11-oct-2017 from a health care professional (nurse). This case concerns a female (age: not provided) patient who initiated treatment with synvisc and after an unknown latency she was unable to walk had knee swelling doctors drained the knee no medical history, concomitant medications and concurrent conditions were reported. Patient had received previous injections with no issues on an unknown date in 2017, patient received treatment with intra articular synvisc injection (dose, frequency and indication: not provided) batch/ lot number: 6rsp019a and expiry date: 31-dec-2019. On (B)(6) 2017, after an unknown latency, patient was injected with second injection of the series and on the same day in the evening she went to the ER with swelling and unable to walk. The hospital drained the knee and sent for culture. The nurse reported that she was doing fine now. Corrective treatment: drained the knee for swelling and drained the knee; not reported for unable to walk outcome: recovering for all events seriousness criteria: important medical event for unable to walk a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 49987 and the result of the same was pending. Pharmacovigilance comment: sanofi company comment dated 23-oct-2017: this case concerns a patient who received treatment with synvisc and later experienced knee swelling and effusion and was not able to walk. The causal role of suspect product cannot be denied in occurrence of the event on the basis of significant temporal relationship. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.